Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient has had a driveline infection starting (B)(6) 2019 resulting in pump endocarditis and systemic embolization. The patient was noted to have chronic methicillin-susceptible staphylococcus aureus (mssa) driveline infection with blood cultures showing candida albicans. Wound culture from the driveline showed enterobacter cloacae complex, staphylococcus aureus, and streptococcus anginosus. Also noted was corynebacterium from ir drain. The infection was initially treated with antibiotics but then became resistant due to organism resistance.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.